Event description:
Related manufacturing reference number: 2017865-2023-11453. It was reported that the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance and loss of capture on the ventricular channel. The physician attempted to reconnect the right ventricular lead to the header with no change. The lead exhibited normal electrical values through the patient system analyzer (psa). The physician attempted to reposition the lead but the helix failed to extend. The lead was explanted and replaced. When the physician plugged the new lead into the header, there was again poor parameters, high pacing impedance and no sensing. The ICD was then explanted and replaced. Acceptable electrical parameters were received. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and high pacing impedance. Final analysis found a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductors was found consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.